Event description:
The customer reported being hospitalized with blood glucose of 145mg/dl. Troubleshooting was performed, and no damage to the driver support cap noted. The caller stated that he feels may be running lower than normal due to having an infection in the toe. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The time was not correct. Assisted the caller with correcting it. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.